Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
The patient presented into the emergency room after experiencing inappropriate high-voltage (hv) therapy delivered by the device. Upon investigation, the device was slow to be interrogated. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.